Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis of the catheter revealed no significant anomaly; however, the catheter had been returned in segments and was incomplete.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving baclofen [3000 mcg/ml] at a rate of 940 mcg/day via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity and spinal cord injury. It was indicated that the elective replacement indicator (eri) had triggered on the pump, though the event was described as end-of-life (eol). It was also determined that the catheter was occluded. The spinal segment of the catheter was tied off due to the occlusion. A surgery was performed to and explant and replace the pump and catheter. It was unknown who first reported the event to the manufacturer representative and what had caused the occlusion. In addition, the brand of baclofen being used and the baclofen lot number were not provided, and no symptoms, concomitant drugs, or troubleshooting were reported. Further follow-up was being requested to obtain additional information.